Event description:
It was reported that the pump's alarm sound was not annunciating. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. No additional information was provided and the customer declined troubleshooting with tandem technical support.